Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 21 events were reported for this quarter. Product return status: 3 devices were received. 18 devices were evaluated in the field. Additional information: 21 devices were not labeled for single-use. 21 devices were not reprocessed or reused.

Event description:
This report summarizes 21 malfunction events in which the device had paint chips missing. 21 events had no patient involvement; no patient impact.

Event description:
This report summarizes 22 malfunction events in which the device had paint chips missing. 22 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h6, h10 . 21 events were originally reported for this failure mode during the reporting quarter; however, 1 events were inadvertently excluded. 22 reported events are included in this follow-up record. Product return status: 4 devices were received. 18 devices were evaluated in the field.